Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported the patient had not used therapy in about two years because the patient could not get good coupling bars and the patient gave up charging the device. The patient would like to use therapy again and was wondering if he could start using therapy or if the healthcare provider (hcp) had to check the device. Additional information received from the consumer reported the patient was able to see the manufacturer's representative (rep). The rep tried to give the stimulator a jump start, but they were unable to get the implantable neurostimulator (ins) started. The consumer stated that even if they had gotten the ins started, it probably would not have lasted based on the age of the device. The rep told the patient it might be better to get evaluated for a new battery as the patient was implanted with the current ins in 2007. The patient had an appointment scheduled with the hcp on (B)(6) 2015 and stated they should be getting the replacement scheduled for shortly after that. The patient was going to physical therapy for heat and massage, which was helping a little. The patient's relevant medical history included post laminectomy pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.